Manufacturer narrative:
This corrected supplemental report is being submitted with the correct bsc aware date and date of event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was part of a system revision due to infection. There were no additional adverse patient effects reported. The products were retained by the hospital per protocol and will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was part of a system revision due to infection. There were no additional adverse patient effects reported. The products were retained by the hospital per protocol and will not be returned.

Manufacturer narrative:
This corrected supplemental report is being submitted with the correct device model number. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was part of a system revision due to infection. There were no additional adverse patient effects reported. The products were retained by the hospital per protocol and will not be returned.